Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. There are no symptoms related to high blood glucose was observed. Customer treated with insulin pump. Customer's blood glucose value was 451 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Unable to perform high pressure test due to no tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also mentioned that she will head to the hospital after the call due to her high blood glucose and she does not feel well. Customer had a failed battery test alarm as well and was able to performed and completed troubleshooting. Customer was advised that a tubing clamp will be sent to her. No product was returned for analysis.